Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.1 not detected on bus. The field service engineer (fse) replaced the retractor band cable on auxiliary 2.1. After the acceptance test and reboot, rows b and c in the main drawer 6 were not detected on the bus. The medstation was shut down, all pockets in main drawer 6 were manually released, trays were cycled, and foil and debris were removed from the tray liners. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer was not detected on the communication bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.